Event description:
Pump over-infusion. The incident occurred at 10:00am in the pt's room. The nurse set the pump to dispense elaprase at a rate of 8ml/hr and a volume of 2ml, then to increase every 15 minutes at the following rates/ volumes: 8ml/hr for 2ml, 16ml/hr for 4ml, 24ml/h4 for 6ml, 32ml/hr for 8ml, 40ml/hr for 10ml, 48ml/h4 for 12 ml and 88ml/hr for 22ml. At the 1hr 15 min point in the infusion, it was noticed that the pump ran the 48ml/hr for 12ml setting twice. The pt was removed from the pump and the pump was given to the biomed for evaluation. There was no pt injury reported.

Manufacturer narrative:
The device evaluation is underway. A follow-up report will be submitted after the evaluation is complete.